Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was over 600mg/dl which cause ketoacidosis. The customer remains hospitalized and is being treated. The customer does not feel well to troubleshoot. Customer has been having difficulties using the insulin pump because of an accident they were in. The customer has been ill, not diabetes related. The customer was wearing the insulin pump at the time of hospitalization. The customer will call back if they need further assistance. The customer's current blood glucose was 186mg/dl.